Manufacturer narrative:
Product ID: addrs1 implanted: (B)(6) 2010.

Event description:
It was reported that there was low impedance and a lead fracture was suspected. The device was reprogrammed to unipolar due to likely lead insulation breech. (Impedance drop). Hence, unipolar pacing elicited pocket stimulation in the left shoulder. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.